Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was unable to prime with the insulin pump after it had alarmed motor error. The blood glucose reading was unknown, as the alarm had occurred a year ago. The customer stated that she had been on her back up plan for the past 2 weeks. She noted that she had to rewind and prime about 5 to 6 times before being able to complete the infusion set changes. No significant events leading to the alarm were noted. She explained that for the past year she kept having to prime and rewind and that the numbers would sometimes just jump, sounding a double beep. She reported that once the numbers jumped from 2.3 to 5.2. It was unclear what units she referred to as numbers. She stated that the insulin pump was stuck in the rewind complete/bolus delivery loop. Advised replacement of the insulin pump. Nothing further reported.